Manufacturer narrative:
Section d medical device has been updated. H6 health effect - impact code f2302 has been updated to f2303 h6 medical device problem code a24 has been updated to a01

Manufacturer narrative:
Major bleed/patient-device interaction/use against labelling: the cause of the issue was likely reasonable foreseeable misuse as clinical information mentioned cp repositioning sheath was in tavr sheath causing bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery and the tavr sheath. The transcatheter aortic valve replacement (tavr) sheath diameter was not shared. The 71 year old male patient had the tavr and cp placed independent of an present impella field representative. The following day the team noted the cp repositioning sheath was in the tavr sheath and was bleeding. The patient was given 3 units of blood to remedy the issue. The pump was explanted after under 1 day of support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding, as can the off-label use of a non-abiomed introducer sheath. The patient did survive the blood loss and pump explant.